Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller said the patient had nothing but problems with the device. The caller said the ins turned itself off. It had been like that from day one. They thought the device was defective. The caller said since implanted the patient kept getting worse and worse. The patient went to the hcp a few months ago and the hcp determined the ins was off. The caller said they didn¿t turn the device off, they didn¿t even know how to turn off the device. The hcp turned it back on and showed the caller how to turn it on if it was off. The caller then had to check the ins all the time to make sure it was on. The patient was asked if they ever pressed the on/off button. The caller said yes, they told them to press the on/off to turn the ins back on if it is off. The had to do it 2 different times. It was reviewed the on button could also turn the ins off if it was on. The caller reported yesterday and today the patient had been getting worse. The patient¿s ins battery showed low. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating it was unknown how the device turned off. The tech showed the patient how to check the status of the ins and how to turn it back on if it turned itself off again. The patient stated they thought the issue of the ins turning off was resolved but he "didn't really trust it" so he checked the status often.